Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the nerve root. Part numbers, lot numbers, manufacturing dates, expiration dates and (B)(4) numbers: ifuse implant, p/n 7055-90, lot# 332226, manufactured 01/20/15, expires 2020-11 ((B)(4)). Ifuse implant, p/n 7050-90, lot# 292222, manufactured 12/09/14, expires 2019-12 ((B)(4)). Ifuse implant, p/n 7055-90, lot# 332226, manufactured 01/20/15, expires 2020-11 ((B)(4)).

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient developed foot drop shortly after the procedure. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the most superior implant that was suspected of impinging on the nerve root. The status of the patient following the revision is not yet known.